Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because drawer failed. A field service engineer replaced powertrain control module on drawer 3 to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 experienced malfunctions. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.